Event description:
It was reported ¿the burr broke during the surgery in the patient nose.¿ there was no patient injury, and any fragments were retrieved.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The product analysis could not be completed as the customer discarded the device. Method: no testing methods performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.